Manufacturer narrative:
Concomitant product : dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high pacing impedance and an alert was triggered. A lead fracture was confirmed via a chest x-ray. The lead remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was inactivated. It was also noted that the physician felt there was a possible clavicular crush rather than a fracture. The patient was also a participant in the product surveillance registry study.